Event description:
Caller reported that the pump battery was experiencing an ongoing issue of depleting rapidly, resulting in the pump shutting down. This shutdown led to a blood glucose level that ranged from 603-620 mg/dl with moderate ketones. The customer administered a correction bolus via the pump and went to the emergency room (ER) on (B)(6) 2025 where they were treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.